Event description:
It was reported to medtronic neurosurgery that a pt fell and hit his head at the site of the valve implanted, and he began experiencing headaches. According to the report, when the valve was explanted, it was discovered that the distal connector had ripped through the peritoneal catheter.

Manufacturer narrative:
About 1 cm of catheter was returned, and it was cut about halfway about 80% of the way through. The cut portion was jagged. The damage precluded patency and tensile strength testing. The report states that the pt fell and hit his head at the implant site and began experiencing headaches. It is unk if the fall caused or contributed to the damage, or if the damage caused or contributed the pt's symptoms. A review of the mfg records was not possible as no lot number was provided. All of our catheters are 100% inspected at the time of MFR.